Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in the right coronary artery (rca) with 90% stenosis, heavy calcification and mild tortuosity. Pre-dilatation was performed. The 3.0x48mm xience xpedition stent delivery system (sds) was implanted and post dilatation was performed. However, a distal edge dissection was observed. A 2.5x38mm xience xpedition stent was used to treat the dissection. There was no adverse patient sequelae. There was no clinically significant delay in the procedure. No additional information was provided.